Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video telescope had an image deviation (discoloration). The issue occurred during preparation for use. There were no reports of patient harm

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d9, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of image deviation/discoloration was not confirmed. However, an image outage (no image), which can be traced back to a defective cable unit caused by wear and tear, was confirmed by the legal manufacturer. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.